Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, towards the end of the procedure the trocar began to leak. The leak occurred only when an instrument was inserted into it. The trocar was continued to be used and the air leak was managed. The trocar did not leak when an instrument was not inserted. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process